Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump will require replacement and to disconnect from insulin pump and discontinue use. The insulin pump will not be returned for analysis.